Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to emit a single beep during the post (power-on-self test). The cause for the failure was isolated to a internal short in the q202 component on the hotspot pca board. The battery charger was unable to recognize or charge a battery pack. The root cause for the shorted q202 component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack. A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to emit a single beep during the post (power-on-self test). The cause for the failure was isolated to a internal short in the q202 component on the hotspot pca board. The battery charger was unable to recognize or charge a battery pack. The root cause for the shorted q202 component could not be positively identified. There was no adverse event that resulted from the damaged charger. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.